Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had three stored ventricular fibrillation (vf) episodes. Review of the episodes showed appropriate therapy, however it was noted that anti-tachycardia pacing (atp) therapy appeared to accelerate the rhythm. The subsequent shocks successfully converted the arrhythmia. Low atrial intrinsic amplitude measurements were also observed. No additional adverse patient effects were reported. This device was subsequently explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had three stored ventricular fibrillation (vf) episodes. Review of the episodes showed appropriate therapy, however it was noted that anti-tachycardia pacing (atp) therapy appeared to accelerate the rhythm. The subsequent shocks successfully converted the arrhythmia. Low atrial intrinsic amplitude measurements were also observed. No additional adverse patient effects were reported.